Manufacturer narrative:
Product evaluation: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause. The 21.0 diopter was exchanged for a 20.0 diopter lens. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).

Event description:
A surgical coordinator reported a patient that was unable to see due to a refractive surprise following an intraocular lens (iol) implant procedure. The lens was exchanged. There are two medical device reports associated with this event. This report is associated with the left eye.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).